Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a software anomaly pir 02-005 which resulted in the backup vvi operation. (B)(4).

Event description:
This report is to advise of an event observed during analysis.